Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported an audio/vibrate anomaly. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked into place properly during testing. Pump received with an unresponsive keypad. Unable to perform self-test due to unresponsive keypad. Unable to download pump history using thus software or carelink due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces, pcba 1, and force sensor. Isolate to electronic stack. The following were noted during visual inspection: corroded keypad trace (upper, select, and down buttons), cracked case-corner of belt clip rails, pillowing keypad overlay, and scratched case in summary, customer concern for unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Isolate to electronic stack. Unable to confirm audio/vibrate anomaly/absence of alarm due to unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.